Manufacturer narrative:
Serological evaluation: sample was found "negative" with crrs 3 lot e176 exp 21/oct/2015 on 3 wells <10. Sample was found "positive" with ID plate id272 exp 10/nov/2015. Sample was found "no-int" with a new plate e176, well 2 = 27. Sample was sent for further investigation.

Event description:
Customer reports unexpected negative reactivity when testing a patient sample with capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The sample contained an anti-jka.